Manufacturer narrative:
A lot history record review could not be completed as the product lot number is unk. The device is currently being evaluated. A f/u report will be submitted when our eval is completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii had loading issues. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital returned the device in question.